Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad batteries and controller in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that four ((B)(4)) of the six returned batteries contained a faulty cell pair compromising the batteries performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00257, 00258, 0259 and 00260) submitted for devices related to the same event.

Event description:
This event involved a patient 3 year and 10 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.